Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use states: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed. That the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During colonoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip was attached to the tissue. The clip deployed successfully. The device worked fine, but the hook [at the end of the deployment device] would not retract back in. [This reasonably suggests the device wire disconnected from the handle.] A section of the device did not remain inside the pt's body. The pt did not require any additional procedures dud to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.